Event description:
The only additional info rec'd from customer indicates that the pt rec'd 600ml, but the time frame was not recalled by the nurse. The keep vein open rate (actual pump setting ) was also not recalled. No additional info was available.